Manufacturer narrative:
The root cause investigation analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient received a line blocked alarm and requiring replacement of the infusion site to resolve the alarm. Upon removal, the cannula was found bent. The operator of the device was the patient. There was patient involvement no additional adverse consequences were identified.